Event description:
It was further reported that thepatient was enrolled into the arrive 2 program on the date of the index procedure. Target lesion 1 was located in the proximal lad with 70% stenosis and was 15 mm long with reference vessel diameter of 3.0 mm. Target lesion 1 was treated with direct stenting and placement of a 3.0x20 mm taxus stent, with 0% residual stenosis. Post stent placement, a slight narrowing was seen in the diagonal. An angioplasty balloon was placed through the stent into the diagonal and ptca was performed, with 0% residual stenosis. Final angiography revealed a complex lad/diagonal bifurcated lesion with excellent results. The patient tolerated the procedure and was discharged one day post index procedure on asa and plavix therapy. The patient was admitted for complaints of recurrent angina and was referred for cardiac catheterization 14 days post index procedure. Angiography recealed that the lad had 75-80% restenosis at the ostium of the diagonal branch. Intervention consisted of ptca to the first diagonal and placement 2.5x12 mm taxus stent (overlapping the lad/diagonal system). Post dilation ptca (with the use of "kissing balloon" technique) to the lad and diagonal branch was performed, with 0% residual stenosis. The patient tolerated the procedure and was discharged one day post tvr on ecotrin and plavix therapy. In the opinion of the physician there was a probable relation between the event and the taxus stent.

Event description:
Clinical study, 14 days after a coronary artery drug eluting stenting procedure the patient underwent a target vessel reintervention (tvr). There was one target lesion treated in the index procedure. The target lesion was a 3mm,70% stenosed bifurcated region of the proximal left anterior descending artery (lad). The physician treated the target vessel by successfully placing one taxus express2 8.8% 3x20mm drug eluting stent without complication. The patient was discharged from the hospital the 3rd day receiving asa, and plavix. The patient was then readmitted to the hospital about 11 days later and underwent a tvr. The site reported that the physician performed plain old balloon angioplasty (poba) on the proximal lad. The physician also placed one taxus express2 8.8% drug eluting stent in the 1st diagnal artery during the tvr. The patient was discharged from the hospital the next day.